Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had critical pump error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received an alert and replaced battery and would not turn off. The customer reported that they received critical pump error image on the pump screen. It was reported that the insulin pump currently alarming picture of pump with x on top with book and question mark. The customer declined troubleshooting for keypad customer declined. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm keypad anomaly due to critical pump error alarm.